Event description:
Received info from user facility that drill got too hot to hold. Upon follow-up with user facility, MFR was notified that the hot drill caused "slight redness to dr's hand for a "moment". No treatment required.